Manufacturer narrative:
The insulin pump received with intermittent esc, act, up and down arrow button response due to flattened button dome switches. The lcd keypad connector was not found unlocked during visual inspection. The insulin pump received with normal operating currents and passed all functional testing including the self test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No additional cosmetic damage noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated that she has to use her nails just to press the buttons and it prevents her from being able to enter her blood glucose and a give a bolus. The customer stated that the pump has been this was since she took it out of the package. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had low and high blood glucose but not hospitalized. Customer's blood glucose since (B)(6) 2016 went from 43 mg/dl to 429 mg/dl. Customer was offered to troubleshoot for low and high blood glucose but declined. Customer stated that she got a no delivery alarm and changed her set.